Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found deep scratches, burr patterns and deformations on its inner surface. Device had signs of usage and no additional cosmetic anomaly/damage was identified on ist surface. Potential cause for the damaged observed can be traced to improper handling/care of the device, such as an off-axis assembly with its mating component; or by applying excessive force during trialing. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was performed using the returned att fb center tib drill por (pn: 254511182) as mating component. Test revealed devices could not be fully seated/assembled as a consequence of the damage identified on both drill shaft and inner surface of the bushing, condition that led to a difficulty in the disassembly process. Based on the evidence provided, it is reasonable to confirm the reported event as devices could not be disengaged as intended. As per attune® knee system surgical technique featuring the attune® fixed bearing porous knee (attune® cementless knee system), page 54, the following precautions need to be followed for the assembly of the att fb center tib drill por and att fb tib drill bushing por: 1)"insert the non-cemented fb tibial drill bushing into the non cemented tibial drill peg tower with the lip facing anteriorly. Select the appropriate size non-cemented fb tibial drill stop for proper cruciform preparation. With the tibial drill stop in place, use the non-cemented fb tibial center drill to ream the tibia until the drill stop aligns to the top surfaces of the non-cemented fb tibial drill brushing"; 2) "failure to use the non-cemented fb tibial drill bushing and appropriate size non-cemented drill stop will result in misalignment and overdrilling, potentially reducing the press-fit of the final implant". The overall complaint was confirmed as the observed condition of the att fb tib drill bushing por contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that non-cem fb tibial drill and drill bushing was stuck.